Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 21:07:10 on (B)(6) 2023. At 22:39:33 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 22:41:14, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was severe bradycardia @ 10 bpm. Post shock rhythm was severe bradycardia @ 10 bpm. The electrode belt was disconnected at 22:59:48 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the strained cable caused or contributed to the patient death as the latest available ECG recording strip ((B)(6) 2023 22:53:51) indicates both ECG electrodes were functional and able to acquire a signal.